Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth, redness, swelling, and drainage at the abutment site, and was treated with topical steroids and antibiotic ointment. The patient was placed under general anaesthesia on (B)(6) 2020, for a revision surgery to remove excess skin and change the abutment.